Event description:
It was reported to philips that the system would not power on. The device was not in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that the system would not power on. Upon troubleshooting, fse found the led on the pdu (power distribution unit) was not lit. The voltage from the ups l1 was 230v. The 10-amp fuse on the fan tray was functioning properly, but a new fan tray needs to be ordered for replacement. To resolve the issue, fse replaced the pdu fan try. The defective pdu fan try was returned to philips for failure analysis. It was observed that the psu malfunctioned. Failure can be confirmed and the cause of the failure was found to be electrical overstress. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.